Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer tried to use the sensor, but it was not detected. The transmitter flashed the green light, but it's different from normal flashing. The customer receives a change sensor alert. The customer reported no adverse event. The event involved product(s) mmt-7020a, mmt-1880l, and mmt-7911na. Troubleshooting was performed for the bent sensor, and the customer reported a bent sensor. Troubleshooting was performed for the needle break, and the customer reported sensor fractured inside the body. The customer was advised to return the sensor and needle hub. Troubleshooting was performed for the serter, and the customer is reporting that the sensor liner stayed on the base while pulling the sensor serter off. The customer confirmed the serter was pulled slowly straight up. Troubleshooting was performed for the change sensor, and the customer is unable to run a transmitter test passed. The customer was advised to try another sensor. Troubleshooting was performed for the loss of communication, and the transmitter is out of warranty. The customer was advised that continuing to use the transmitter past 1 year may result in reduced battery life, frequent loss of communication, or increased alerts. The customer was advised of the process to obtain a new transmitter. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-7020a return requested. The customer agreed to return the device. No product return is required for mmt-1880l. No product return is required for mmt-7911na.

Manufacturer narrative:
Following our receipt of the one opened/used partial sensor (needle does not return) and performed visual inspection and found sensor flex retracted inside sensor base. Sensor found not broken. Unable to continue with functional testing due to sensor being damaged. See attached pictures for details. In summary, the customer complaints of lost sensor and change sensor/bad sensor could not be confirmed. The customer complaint for sensor damage was confirmed, found sensor electrode flex damage. Unable to confirm out of box damage because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how this happened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.